Manufacturer narrative:
Evaluation summary: this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one (1) egia60avm. Visual and functional evaluation of the reload noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy procedure. The device was being used for the transection of the transverse colon. The blue button was pushed to clamp. The green solid light of the status indicator did not show, even though the button was continuously pushed. The status indicator lights and five white lights were all off. The handle indicator, adapter indicator, and reload indicator lights were all solid. The handle was able to recognize the reload. The stapler was not able to fire. In order to resolve the issue and complete the case, changed to a new reload. There was no patient harm. The patient status is alive, no injury. The device sterilization method was autoclave. The type of cleaning was manual.